Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked. This occurred during dwell 2 of peritoneal dialysis therapy. The patient was connected at the time of the event. The caregiver (cg) stated they heard water running in the patient¿s room and observed water coming out from the cassette area. The cg stated they tugged on the lines and the top line of the cassette completely disconnected. Renal therapy services (rts) advised the cg the patient would need to start over with all new supplies. Rts assisted the cg to end the treatment. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.